Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: 5076 implantable pacing lead (B)(6) 2013; 4076 implantable pacing lead (B)(6) 2013. (B)(4).

Event description:
It was reported that one day after implant and after an ablation procedure, the patient experienced diaphragmatic stimulation from the left ventricular lead. Reprogramming was attempted with no results; therefore; the lv lead was explanted and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day after implant and after an ablation procedure, the patient experienced diaphragmatic stimulation from d islodgement of the left ventricular lead. Reprogramming was attempted with no results; therefore; the lv lead was explanted and replaced. No further patient complications were reported as a result of this event.